Manufacturer narrative:
As reported, when used of a 6f/7f mynx control vascular closure device (vcd) was attempted after prep, the user was getting a "shis". It was pushed a few times, but it didn't work after that. The device was pulled out and the tip was open, so it wasn't used. There was no reported patient injury. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found in the open position with a cordis mynx syringe attached. The sealant was present in its manufactured position and fully covered by the sealant sleeves. Regarding the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A functional analysis was executed using a 6f cordis lab sample csi, which was inserted into the unit and subsequently withdrawn. During this analysis, no friction or resistance was perceived. The reported events of ¿mynx control system-impeded¿ and ¿atraumatic tip-frayed/split/torn¿ were not observed through analysis of the returned device since there were no damages noted to the tip and the device passed the insertion/withdrawal test. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no anomalies noted. However, procedural/handling factors and/or procedural sheath factors (which was not returned for analysis) possible contributed to the issues experienced by the user. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when used of a 6/7f mynx control vascular closure device (vcd) was attempted after prep, the user was getting a "shis". It was pushed a few times, but it didn't work after that. The device was pulled out and the tip was open, so it wasn't used. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.